Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance, when additional reportable information becomes available. (B)(4).

Event description:
The customer reported footswitch issues. No patient impact was reported. Additional information was requested.